Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the o2 and air gas modules to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned o2 and air gas modules have been tested in a ventilator. They passed the pre-use check. No issues were found during ventilation for 2 days. They passed another pre-use check after ventilation without any issue. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced at the manufacturer site. Therefore, it was not possible to confirm if the replaced o2 and air gas modules were faulty.

Event description:
Manufacturer's ref. #: (B)(4).